Event description:
Information was reported regarding a patient implanted with a neurostimulator (ipg) used for gastrointestinal/pelvic floor. Manufacturer representative reported the patient had a return of bowel incontinence since having a full body MRI. The patient reportedly did not let the MRI technician know about their implant until after the MRI took place. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.